Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for tumor resection. It was reported that the set screw used to provisionally tighten the expanded cage and final tighten the cage was locked in place. It would not move in or out of the implant. The set screw was clearly not fully or partially tightened when the event occurred. It was if the set screw was cold welded in the starting position. Cage that malfunctioned had to be explanted. There was extended surgery time as a result of the event. Further there were no patient symptoms/complications associated with the product. Cage is stuck. There were no fragments left inside the patient. There was delay of less than 60min in overall procedure time. Cage was explanted and discarded. But there is only one set screw on this device. It is the primary locking set screw.